Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 ¿ october 24, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated. Visual inspection was performed and noted a white particle approximately 1.34 mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was subsequently identified to be polyester material via fourier transform infrared spectroscopy testing. The cause could not be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed to have particulate matter inside the elastomeric balloon after the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.